Event description:
It was reported via a maude event report that a patient underwent a hernia repair procedure on 2007 and mesh was used. After (B)(6), chronic pain became worse. The patient saw the physician every month or so for (B)(6) then switched to a second physician. The patient experienced severe pain with activities of daily living. In addition, the patient experienced loss of proper spermatic chord function. The strangulated spermatic chords left the patient with swollen testicles which were swollen to three or four times the normal size causing severe pain and nausea twenty four hours per day. The patient underwent mesh removal in 2009. The patient's testicles still did not work until the patient underwent a year of local massage and acupuncture to combat the scar tissue left on the spermatic chords.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event (B)(4).